Event description:
The doctor was retracting the malyugin ring into the inserter when the ring broke at the glue joint. The ring was removed and there was no impact to the pt.

Manufacturer narrative:
The device in question was not returned for evaluation. The doctor reported that when he attempted to completely retract the ring into the inserter which is contrary to the instructions for use which direct the user to retract the ring only half way into the inserter.